Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer received implant and warranty registration card for a patient noting that his generator was replaced, however, no reason for replacement was noted. Additionally, lead impedance was marked to be "high" on the implant card. Multiple good faith attempts for further information have been made, but have thus far been unsuccessful.